Event description:
The following has been reported by customer: upstream sensor replaced. Full description: upstream sensor replaced pm passed (B)(6) 2025. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the upstream pressure sensor solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective upstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.